Manufacturer narrative:
The customer's product has been returned. An investigation is in process. A follow-up report will be filed once investigation results area available.

Event description:
Customer reported receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 373 mg/dl, 56 mg/dl and 144 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.